Event description:
The customer contacted olympus to report a unresponsive mode switch button on their high flow insufflation unit. This malfunction was observed during regular maintenance, and no patient or user harm has been reported.

Manufacturer narrative:
The device has been returned to an olympus repair center, where the reported problem has been confirmed; the mode switch button was unresponsive. In addition, front panel screen blackouts were discovered. This report is being submitted to provide information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue, and the device was manufactured over four years ago. Based on the results of the investigation, it is likely that a faulty pressor sensor circuit control board led to the malfunction. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.